Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged connection in the power circuit.

Event description:
The patient reported that the pump was unresponsive.